Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the angiograph was blocked. Review of the log file confirmed the malfunction with the frontal ippc (image processing pc). The fse checked the system and found issues with the ippc and the flexvision pc. The fse replaced the ippc and the flexvision pc and reloaded the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not produce x-ray. No harm has been reported to philips. A philips field service engineer (fse) inspected the device onsite and replaced the ip-pc (image processing pc) and the flexvision pc which returned the system to use in good working order.